Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a 42-year-old female patient who had essure (batch no. 628306) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity and incontinence in 2007. Previously administered products included for an unreported indication: iud from 2007 to 2010. In 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("abnormal menses"), abdominal pain lower ("severe lower abdominal pain"), back pain ("severe back pain"), dyspareunia ("pain during intercourse"), migraine ("migraines"), headache ("headaches"), allergy to metals ("allergic reaction to nickel / allergic or hypersensitivity reaction type: jewelry / nickel allergy"), alopecia ("hair loss"), weight fluctuation ("weight fluctuations"), pruritus ("itching"), vaginal infection ("infection (bladder/ urinary tract/vaginal)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal)- type: uti"), fatigue ("fatigue"), rash generalised ("rashes or skin conditions - rashes all over my body") and rash ("rashes") and was found to have weight increased ("weight gain / loss (specify which one) weight gain"). The patient was treated with surgery (essure removal in (B)(6) 2017, supracervical hysterectomy (partial, uterus only)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menstrual disorder, abdominal pain lower, back pain, dyspareunia, headache, allergy to metals, weight fluctuation, pruritus, vaginal infection, fatigue, weight increased, rash generalised and rash outcome was unknown and the migraine, alopecia and urinary tract infection had resolved. The reporter considered abdominal pain lower, allergy to metals, alopecia, back pain, dyspareunia, fatigue, headache, menstrual disorder, migraine, pelvic pain, pruritus, rash, rash generalised, urinary tract infection, vaginal infection, weight fluctuation and weight increased to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2009 and 2010. Current weight: 200 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.9 kg/sqm. Hysterosalpingogram - in 2010: total bilateral occlusion.. Most recent follow-up information incorporated above includes: on 19-mar-2019: plaintiff fact sheet received : lot number added. Events added from pfs- infection (bladder/ urinary tract/vaginal)- type: uti, weight gain / loss (specify which one) weight gain, rashes all over my body. Outcome of the events migraine, alopecia was updated. Aka name, medical history, lab data were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a 42-year-old female patient who had essure (batch no. 628306) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity and incontinence in 2007. Previously administered products included for an unreported indication: iud from 2007 to 2010. In 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("abnormal menses"), abdominal pain lower ("severe lower abdominal pain"), back pain ("severe back pain"), dyspareunia ("pain during intercourse"), migraine ("migraines"), headache ("headaches"), allergy to metals ("allergic reaction to nickel / allergic or hypersensitivity reaction type: jewelry / nickel allergy"), alopecia ("hair loss"), weight fluctuation ("weight fluctuations"), pruritus ("itching"), vaginal infection ("infection (bladder/ urinary tract/vaginal)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal)- type: uti"), fatigue ("fatigue"), rash generalised ("rashes or skin conditions - rashes all over my body") and rash ("rashes") and was found to have weight increased ("weight gain / loss (specify which one) weight gain"). The patient was treated with surgery (essure removal in (B)(6) 2017, supracervical hysterectomy (partial, uterus only)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menstrual disorder, abdominal pain lower, back pain, dyspareunia, headache, allergy to metals, weight fluctuation, pruritus, vaginal infection, fatigue, weight increased, rash generalised and rash outcome was unknown and the migraine, alopecia and urinary tract infection had resolved. The reporter considered abdominal pain lower, allergy to metals, alopecia, back pain, dyspareunia, fatigue, headache, menstrual disorder, migraine, pelvic pain, pruritus, rash, rash generalised, urinary tract infection, vaginal infection, weight fluctuation and weight increased to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2009 and 2010. Current weight: 200 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.9 kg/sqm. Hysterosalpingogram - in 2010: total bilateral occlusion.. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 27-mar-2019: quality safety evaluation of ptc. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("abnormal menses"), abdominal pain lower ("severe lower abdominal pain"), back pain ("severe back pain"), dyspareunia ("pain during intercourse"), migraine ("migraines"), allergy to metals ("allergic reaction to nickel"), alopecia ("hair loss"), rash ("rashes"), pruritus ("itching"), vaginal infection ("vaginal infection"), fatigue ("fatigue"), headache ("headaches") and weight fluctuation ("weight fluctuations"). The patient was treated with surgery to remove essure in (B)(6) 2017. At the time of the report, the pelvic pain, menstrual disorder, abdominal pain lower, back pain, dyspareunia, migraine, allergy to metals, alopecia, rash, pruritus, vaginal infection, fatigue, headache and weight fluctuation outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, alopecia, back pain, dyspareunia, fatigue, headache, menstrual disorder, migraine, pelvic pain, pruritus, rash, vaginal infection and weight fluctuation to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.